Event description:
It was reported to baxter (B)(4) that one ce infusor lv 10 device was observed leaking. There is no report of patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of ?leak? Could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release.